Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that stopcocks are frequently disconnecting from line and are unable to be secured to line during infusion. There was delay of 5 to 10 minutes in therapy. There was patient involvement, and no patient harm.